Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the removal extension arm disconnected from the 1.3mm curvilinear distractor postoperatively. Patient underwent an initial mandibular distraction procedure on (B)(6) 2017 for cranial facial syndrome. No reported issues during initial surgery. After three days of consolidation in the hospital, the surgeon activated the device on (B)(6) 2017 by turning the extension arm. It is unknown how the disconnection was discovered however; the extension arm had to be re-sterilized. The extension arm was successfully reattached. The patient/status outcome was reported as stable. There was no reported patient harm. The event did not cause any issue or interfere with the patient's treatment. The devices are still in the patient. Patient will be released from the hospital next week. The remaining distracting process will be performed at home. The devices are expected to be removed 6 to 8 weeks postoperatively. Concomitant device reported: 1.3mm curvilinear distractor (part # 04.500.240, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).